Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 400 mg/dl and over 200 mg/dl. The customer was calling for the assistance with high blood glucose level settings. The reservoir will not be returned for analysis.